Manufacturer narrative:
(B)(4).

Event description:
Actual residual volume (arv) was reported as greater than the expected residual volume (erv):- arv: 20, erv: 5.6. A catheter revision was performed in (B)(6), 2011. Medical/therapy problem was unk. However, the pt felt that he was getting his boluses with the personal therapy manager (ptm). There were no stalls noted in the pump logs. The drugs infused via the pump were morphine, status current and bupivacaine. Additional information has been requested, but was not available as of the date of this report.